Event description:
Same case as MDR ID 2134265-2013-08310. It was reported that shaft broken occurred. Vascular access was obtained via right femoral artery. The 22mm x 2.25mm, 85% stenosed de novo target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery with bend angulations of >45 and < 90 degree. Predilation was performed with a 1.5 x 8mm apex balloon catheter to treat the lesion. The physician attempted to deliver the balloon but unable to cross the lesion and the advancer rod was fractured. The physician withdrew the balloon catheter and completed the procedure with another of the same device. No complications were reported and patient status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter with a quantum maverick shelf box, pouch and carrier tube. The batch number on the packaging and device matched the batch number for this complaint. The balloon was tightly folded. The hypotube was completely separated 76cm from the hub. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. There was no evidence that the confirmed separation was attributable to any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2013-08310. It was reported that shaft broken occurred. Vascular access was obtained via right femoral artery. The 22mm x 2.25mm, 85% stenosed de novo target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery with bend angulations of >45 and < 90 degree. Predilation was performed with a 1.5 x 8mm apex balloon catheter to treat the lesion. The physician attempted to deliver the balloon but unable to cross the lesion and the advancer rod was fractured. The physician withdrew the balloon catheter and completed the procedure with another of the same device. No complications were reported and patient status is stable.